Manufacturer narrative:
The reported error 05 was confirmed by review of log files. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. Based on information obtained, decision is reportable.